Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 244 mg/dl. The customer stated that they were experiencing symptons of abdominal pain. Customer was treated with manual injection. The troubeshooting was performed for high blood glucose. The customer was advised to change infusion set, was able to change set, and documented blood at site.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.